Event description:
It was reported that the pulse generator exhibited a setscrew anomaly during implant. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.